Event description:
It was reported that during photo-selective vaporization of the prostate, the fiber broke after 10 minutes of fiber use. The fiber was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection observed the fiber bevel edge was not aligned with the output window, indicating glue failure. The glass cap exhibited severe devitrification. The metal cap exhibited moderate charred debris adhesion on its surface, indicative of prolonged tissue contact. The fiber was functionally tested with hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. It is probable that the glue failure occurred due to elevated temperatures, near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glue failure. According to the instructions for use, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on the analysis results and information available, there were no breaks along the length of the fiber, and the procedure was completed without patient complications. The information reasonably suggests the identified glue failure is unlikely to cause patient harm if it was to recur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that during-photo-selective vaporization of the prostate, the fiber broke after 10 minutes of fiber use. The fiber was replaced, and the procedure was completed without patient complications.